Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began fortum injection "250 gm" in each bag, ip for 14 days, vancomycin injection, 2 g on 1st and 7th day, and cifran tablet, 250 mg twice daily, orally. The root cause of the peritonitis was unknown. At the time of reporting, the outcome of peritonitis was unknown. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The patient declined to be contacted for further follow-up.